Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that the stent was found on the balloon, but was not well crimped. The device was not used in the pt, because the issue was realized during preparation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned to abbott vascular for evaluation. Stent retention (loose stent) during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. In this instance, without the device to evaluate, a conclusive root cause cannot be determined, however, there does not appear to be any lot specific product quality issues.